Event description:
The customer received their st holster back from repair and the lcd screen is still showing a picture of the yellow wrench. The customer is sending their st holster back for re-evaluation. There have been no pt consequences reported. No breast biopsy procedures interrupted.